Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("abnormal bleeding"), menstruation irregular ("changes in menstrual cycle"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and dyspareunia ("dyspareunia") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). At the time of the report, the menstruation irregular, bladder disorder, urinary tract disorder, dyspareunia and hormone level abnormal were resolving. The reporter considered bladder disorder, dyspareunia, hormone level abnormal, menstruation irregular, pelvic pain and urinary tract disorder to be related to essure administration. The reporter commented: following implantation of the device, our client¿s instructions are that she experienced adverse outcomes including but not limited to pain, changes in menstrual cycle, abnormal bleeding, bladder and/or urinary problems, dyspareunia and hormonal problems which only began resolving oncethe device was removed on (B)(6) 2020. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("abnormal bleeding"), menstruation irregular ("changes in menstrual cycle"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and dyspareunia ("dyspareunia") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). At the time of the report, the menstruation irregular, bladder disorder, urinary tract disorder, dyspareunia and hormone level abnormal were resolving. The reporter considered bladder disorder, dyspareunia, genital haemorrhage, hormone level abnormal, menstruation irregular, pelvic pain and urinary tract disorder to be related to essure administration. The reporter commented: following implantation of the device, our client¿s instructions are that she experienced adverse outcomes including but not limited to pain, changes in menstrual cycle, abnormal bleeding, bladder and/or urinary problems, dyspareunia and hormonal problems which only began resolving once the device was removed on (B)(6) 2020. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-nov-2022: quality safety evaluation of ptc. On 23-nov-2022: ha number received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. He01184) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of joint pain, frequent periods, migraine, genital bleeding, back pain, urinary frequency, dysuria, bleeding breakthrough, parity 2, , intermenstrual bleeding, fatigue, palpitations, raynaud's syndrome, breast mass, recurrent urinary tract infection and coital bleeding. Previously administered products included: microgynon [ethinylestradiol;ferrous fumarate;levonorgestrel]. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("abnormal bleeding"), menstruation irregular ("changes in menstrual cycle"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and dyspareunia ("dyspareunia") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy ovary conservation). At the time of the report, the menstruation irregular, bladder disorder, urinary tract disorder, dyspareunia and hormone level abnormal were resolving. The reporter considered bladder disorder, dyspareunia, genital haemorrhage, hormone level abnormal, menstruation irregular, pelvic pain and urinary tract disorder to be related to essure administration. The reporter commented: following implantation of the device, our client¿s instructions are that she experienced adverse outcomes including but not limited to pain, changes in menstrual cycle, abnormal bleeding, bladder and/or urinary problems, dyspareunia and hormonal problems which only began resolving oncethe device was removed on (B)(6) 2020. At follow-up information from 04-apr-2023: an additional essure removal date was reported: (B)(6) 2017. New follow-up received on 03/aug/2023, the essure insertion date is: (B)(6) 2016 and removal date: (B)(6) 2017 & (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan vagina] on (B)(6) 2015: the endometrium is smmoth and regular with et of 1mm. Impression: normal pelvis thin endometrium is probably the cause of the bleeding (due to coc) ectropion seen could be just post treatment appearance; on (B)(6) 2018: essure to be optimally placed quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-aug-2023: medical record received. Lot number added. Historical conditions added. Concomitant drug added. Historical drug added. Lab data updated. New reporter & patient aka name updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. He01184) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of joint pain, frequent periods, migraine, genital bleeding, back pain, urinary frequency, dysuria, bleeding breakthrough, parity 2, intermenstrual bleeding, fatigue, palpitations, raynaud's syndrome, breast mass, recurrent urinary tract infection and coital bleeding. Previously administered products included: microgynon [ethinylestradiol;ferrous fumarate;levonorgestrel]. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("abnormal bleeding"), menstruation irregular ("changes in menstrual cycle"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and dyspareunia ("dyspareunia") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy ovary conservation). At the time of the report, the menstruation irregular, bladder disorder, urinary tract disorder, dyspareunia and hormone level abnormal were resolving. The reporter considered bladder disorder, dyspareunia, genital haemorrhage, hormone level abnormal, menstruation irregular, pelvic pain and urinary tract disorder to be related to essure administration. The reporter commented: following implantation of the device, our client¿s instructions are that she experienced adverse outcomes including but not limited to pain, changes in menstrual cycle, abnormal bleeding, bladder and/or urinary problems, dyspareunia and hormonal problems which only began resolving once the device was removed on (B)(6) 2020. At follow-up information from 04-apr-2023: an additional essure removal date was reported: (B)(6) 2017. New follow-up received on (B)(6) 2023, the essure insertion date is: (B)(6) 2016 and removal date: (B)(6) 2017 & (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan vagina] on (B)(6) 2015: the endometrium is smooth and regular with et of 1mm. Impression: normal pelvis thin endometrium is probably the cause of the bleeding (due to coc) ectropion seen could be just post treatment appearance; on (B)(6) 2018: essure to be optimally placed lot number: he01184 manufacture date: 2015-09 expiration date: 2018-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-aug-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. He01184) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. The patient had a medical history of uterine spasm, joint pain, frequent periods, migraine, genital bleeding, back pain, urinary frequency, dysuria, bleeding breakthrough, parity 2, intermenstrual bleeding, fatigue, palpitations, raynaud's syndrome, breast mass, recurrent urinary tract infection and coital bleeding. Previously administered products included: microgynon [ethinylestradiol;ferrous fumarate;levonorgestrel]. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("abnormal bleeding"), menstruation irregular ("changes in menstrual cycle"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia") and abdominal pain lower ("pain, including chronic pain") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy ovary conservation). At the time of the report, the menstruation irregular, bladder disorder, urinary tract disorder, dyspareunia and hormone level abnormal were resolving. The reporter considered abdominal pain lower, bladder disorder, dyspareunia, genital haemorrhage, hormone level abnormal, menstruation irregular, pelvic pain and urinary tract disorder to be related to essure administration. The reporter commented: following implantation of the device, our client¿s instructions are that she experienced adverse outcomes including but not limited to pain, changes in menstrual cycle, abnormal bleeding, bladder and/or urinary problems, dyspareunia and hormonal problems which only began resolving oncethe device was removed on (B)(6) 2020. At follow-up information from 04-apr-2023: an additional essure removal date was reported: (B)(6) 2017. New follow-up received on 03/aug/2023, the essure insertion date is: (B)(6) 2016 and removal date: (B)(6) 2017 and (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan vagina] on (B)(6) 2015: the endometrium is smmoth and regular with et of 1mm. Impression: normal pelvis thin endometrium is probably the cause of the bleeding (due to coc) ectropion seen could be just post treatment appearance; on (B)(6) 2018: essure to be optimally placed. Lot number: he01184. Manufacture date: 2015-09. Expiration date: 2018-09. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:lower abdominal pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: new event added; lower abdominal pain.reporters, medical history, patient information, and removal date added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. He01184) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. The patient had a medical history of uterine spasm, joint pain, frequent periods, migraine, genital bleeding, back pain, urinary frequency, dysuria, bleeding breakthrough, parity 2, intermenstrual bleeding, fatigue, palpitations, raynaud's syndrome, breast mass, recurrent urinary tract infection and coital bleeding. Previously administered products included: microgynon [ethinylestradiol;ferrous fumarate;levonorgestrel]. On 01-sep-2016, the patient had essure inserted. Essure was removed on 08-feb-2020. On unknown date she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("abnormal bleeding"), menstruation irregular ("changes in menstrual cycle"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia") and abdominal pain lower ("pain, including chronic pain") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy ovary conservation). At the time of the report, the menstruation irregular, bladder disorder, urinary tract disorder, dyspareunia and hormone level abnormal were resolving. The reporter considered abdominal pain lower, bladder disorder, dyspareunia, genital haemorrhage, hormone level abnormal, menstruation irregular, pelvic pain and urinary tract disorder to be related to essure administration. The reporter commented: following implantation of the device, our client¿s instructions are that she experienced adverse outcomes including but not limited to pain, changes in menstrual cycle, abnormal bleeding, bladder and/or urinary problems, dyspareunia and hormonal problems which only began resolving oncethe device was removed on 8 february 2020. At follow-up information from 04-apr-2023: an additional essure removal date was reported: 11-oct-2017. New follow-up received on 03/aug/2023, the essure insertion date is: 11/oct/2016 and removal date: 11/oct/2017 & 11/feb/2020. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan vagina] on 02-dec-2015: the endometrium is smmoth and regular with et of 1mm. Impression: normal pelvis thin endometrium is probably the cause of the bleeding (due to coc) ectropion seen could be just post treatment appearance; on 08-mar-2018: essure to be optimally placed lot number: he01184 manufacture date: 2015-09 expiration date: 2018-09 concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:lower abdominal pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jan-2024: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.